Event description:
The customer reported they were intermittently not able to save cine or subtracted images. No pt injury was reported.

Manufacturer narrative:
When the ge rep arrived on site, the c-arm was in use in the or. He was denied adequate time to correctly troubleshoot the sys. While the o.r. Was preparing for the next case, he had approx five mins to take a cine run and verify the sys is saving images. The sys is saving cine images at the time the unit was checked. He verified the sys was saving images before I was called for svc. The customer agreed to close call due to the fact the sys was checked before he arrived on site.